Event description:
Reportedly, the subject pacemaker reached its recommended replacement time (rrt).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker reached its recommended replacement time (rrt).

Manufacturer narrative:
Electrical characteristics of the returned unit were within specifications.

Event description:
Reportedly, the subject pacemaker reached its recommended replacement time (rrt).